Event description:
A sample that appeared "diluted, thin and watery, " was analyzed for a prothrombin time (pt) and international normalized ratio (inr) after being drawn in a clinic from a pt under warfarin therapy. No numeric results were generated and an error code, err 32, no coagulation message, was generated. The user reported the pt erroneously as greater than 90 seconds. The pt was given vitamin k, a warfarin antagonist. The next day, a second sample was collected and the results were lower than the therapeutic range. Controls run prior to this event recovered within defined ranges. The sysmex ca-500 series operator's manual (om), chapter 12 - troubleshooting, section 12.3 analysis data error provides errors that can occur. The err 32, no coagulation informs the operator that the coagulation reaction cannot be detected and that the operator is to consider sample integrity, including collection and handling, before releasing results. The sample was examined and appeared abnormal, but a second sample was not requested to verify before results were reported. The "ca series measurement eval and check methods" scientific bulletin that can be used to address analysis data errors. Check 5, error 32: no coagulation, states that this message occurs when the analyzer was unable to detect a coagulation reaction or a weak clot was detected. Action steps for "no coagulation" are: check the sample for possible anticoagulation, hemolysis, lipemia, etc; verify delivery of sample and reagent; reanalyze the sample; if error 32 persists, the sample under-runs the detection limits of the detector; use an alternate method to confirm the data. The following note in bold, capital letters is present: "do not report results without numerical values" the operator did not follow this instruction and reported a value of greater than 90 seconds.